Manufacturer narrative:
Pump analysis results revealed gear train anomalies specified as corrosion/ wear/lubrication and stall due to shaft-bearing, in the pump motor.

Event description:
Information was received from healthcare professionals (hcps) and from a manufacturer's representative (rep) regarding a patient receiving gablofen (2,000 mcg/ml at 1475.7 mcg/day) via an implantable pump. The pump's indications for use (IFU) were listed as intractable spasticity and other spasticity. On (B)(6) 2016, a hcp stated that the patient's sister reported that the pump was alarming and the patient was experiencing spasticity which was reported as sudden. The hcp was on her way to the patient's home to interrogate the pump. Additional information received from this hcp on (B)(6) 2016 indicated that upon interrogation, it was confirmed that there was an active motor stall and that there was a 'stopped pump period may exceed tube set' message. The pump had multiple stalls and recoveries starting on (B)(6) 2016, with the last stall with no recovery on (B)(6) 2016. The patient had not had a magnetic resonance imaging (MRI) recently. The hcp stated that the patient had been more spastic. Additional information received from another hcp on (B)(6) 2016 indicated that the pump was programmed to minimum rate mode on (B)(6) 2016. Additional information received from a rep on (B)(6) 2016 indicated that the patient's family member heard beeping on (B)(6) 2016 and the patient started to get tense around that time and began to sweat and show signs of withdrawal. The patient went to the emergency room (ER) on (B)(6) 2016 and a motor stall was confirmed on the printout when the rep interrogated the pump. The rep stated that the pump was going to be surgically replaced. The gablofen dose was reported as 12.7 mcg/day (minimum rate). The other medications the patient was taking at the time of the report were unknown. The patient's status at the time of the report was reported as alive with no injury and the event had not been resolved at the time of the report. Surgical intervention was scheduled for (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex date of birth . If information is provided in the future, a supplemental report will be issued.